Event description:
Additional information received identified the issue was resolved.

Event description:
It was reported the patient experienced pain post a trial implant procedure. In turn, the lead was explanted.